Event description:
Alleged deflation. Follow-up findings: as per health professional pt also had a previous infection and capsular contracture(grade IV).

Manufacturer narrative:
The potential for the above-noted event to occur is addressed and/or anticipated in the labeling. As per 21 cfr, part 803.16, this report and information does not necessarily reflect a conclusion by mcghan medical that hte report or information constitutes fan admission that the device, the reporting entity, or its' employees, or the physician/user caused or contributed to the reportable event. Mcghan medcial does not consider that the assignment of the medwatch evaluation codes are, necessarily, an accurate reflection of mmc's evaluation of the device. Mcghan medical's approach to MDR compliance is to resolve all doubts in favor of rejporting. Filing a MDR does not constitute and admission by mmc that the device had malfuctioned, nor does it establish the existence of a causal relationship between the event reported and the device. Reports are based on information suppliede to mcghan medical and the subsequent investigation. Co considers this information to be highly confidential and, therefore, request that FDA protect it form any request, pursuant to 21 cfr jpart 803.9 (b). Evaluation of the returned device noted that during the leak test the valve leaked. The device was implanted for 2 years and 3 months. The exact cuase ot the deflation is unknown, however, it is possible that the valve leakaage contributed to the deflation. The potential for deflation is addressed in the labeling and is not an unanticipated event.